Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 14-mar-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant results on a 3 week old male patient. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested hct hgb sample I-stat 04-mar-2024 0630 0630 23% 7.8 g/dl capillary a- lithium heparin lab 04-mar-2024 0633 0702 35% 6.1 g/dl capillary b- edta I-stat 08-mar-2024 0920 0920 18% ni lab 08-mar-2024 0957 1045 23.9% 8.5 g/dl at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: #(B)(4). The investigation was completed on (B)(6) 2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ lot w23263.